Event description:
It was report the patient's ipg migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. A patient experienced ipg migration was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Section a4: weight not received. Section d6b: date of actual explant unknown. Correction - section g3 - date received by manufacturer corrected to dec 3, 2024. Correction - section h6 - codes corrected. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information was received stating surgical intervention took place where the ipg was explanted to address the issue. The exact date of explant is unknown.

Manufacturer narrative:
Date of event is unknown. Section a4: weight not received. Section d6b: date of actual explant unknown. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.